Event description:
It was reported that during use on a patient after insertion, "balloon not fully inflating. Iabc was left in place to support through tavr then replaced". No patient harm or injury. At the time of this report, the customer has not returned our requests for additional information

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon not fully inflating" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient after insertion, "balloon not fully inflating. Iabc was left in place to support through tavr then replaced". No patient harm or injury. At the time of this report, the customer has not returned our requests for additional information.